Event description:
During follow-up, noise and aborted therapy were noted on the egm. Externalized conductors were observed via x-ray. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found at 9.8cm - 12.0cm from the distal tip, consistent with lead friction to the ICD can. The inner coil was visible. Other external insulation abrasions were found at 2.1cm - 2.2cm and 6.0cm - 6.4cm from the connector pin, consistent with lead friction to the ICD can. The external insulation abrasions could cause the reported noise. Internal insulation abrasion was found at 8.6cm - 13.0cm from the electrode tip. The etfe coating was intact at all abrasion locations.